Event description:
It was reported that the customer's insulin pump was failing. The customer was in school, they tried to deliver a bolus, was going to input the blood glucose values in the insulin pump, but the keypad would not go past 54 mg/dl. The insulin pump would not respond and the device kept flashing the same number. They were advised to remove the battery and put in a new battery, but the device still did not respond. The customer's blood glucose was 200 mg/dl. The caller stated that the insulin pump came off of the belt clip once but it was just hanging by the customer's side, and the device was fine. The caller stated that the customer had gone into the water but has always taken the device off before entering the water. The discontinuation of the device was advised. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.